Manufacturer narrative:
(B)(4).

Event description:
It was reported that a premature deployment occurred. The sensor was inserted into the insertion site on insertion date. Product was provided for investigation. An premature deployment was not found within the investigation window. The allegation was not confirmed. However, a foreign object damage was found in connection to the reported event. The probable cause could not be determined. No injury or medical intervention was reported.